Event description:
Per the clinic, the patient was reimplanted with another cochlear device on (B)(6) 2023 under general anesthesia. Subsequently, the patient was treated with intraoperative IV antibiotics on (B)(6) 2023 and postoperative oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). The device was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.